Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill tubing process took more insulin than expected. During troubleshooting with tandem technical support, the customer was instructed to disconnect from the pump and run insulin through the tubing. Insulin was confirmed to be exiting the tubing as expected. The customer's blood glucose level was 207 (mg/dl). The customer reconnected to the pump and successfully resumed insulin.